Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that on (B)(6) 2026 the doctor inserted an angio-seal into the patient. On (B)(6) 2026 while still in the hosptial the patient developed a large hematoma and pseudoaneurysm. The patient was not ambulating. The estimated blood loss was less than 250cc.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not returned for investigation. The complaint is confirmed for a pseudoaneurysm. The exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacturing of the product that could have contributed to this complaint condition. Currently, no action is recommended since this risk evaluation is within the predetermined limits.